Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on an unknown date 7 years ago a 25mm trifecta¿ gt valve. On (B)(6) 2021 the valve was explanted due to calcification. A new unknown valve was implanted. The patient was reported to be recovering. Additional information was requested but cannot be obtained.

Manufacturer narrative:
An event of explant due to calcification was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.